Event description:
The user facility reported that the device dissembled during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device dissembled during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.